Event description:
A customer reported that the wake button "must be pressed with more force". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.